Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included feeling sick and diarrhea. Concurrent conditions included vaginal itching, menses irregular, dysfunctional uterine bleeding, colitis, irritable bowel syndrome, vomited, chills and night sweats. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), candida infection ("candida infection"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal area pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, candida infection, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, candida infection, depression, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 5 coils visible on right and 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included feeling sick, diarrhea, insomnia and restless legs syndrome. Concurrent conditions included vaginal itching, menses irregular, dysfunctional uterine bleeding, colitis, irritable bowel syndrome, vomited, chills, night sweats, bipolar disorder, adhd, hypothyroidism, asthma, irritable bowel syndrome, meningioma benign, breast cancer and leukemia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ibuprofen, ketorolac, montelukast sodium (singulair) and omeprazole. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 21 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), candida infection ("candida infection"), abdominal pain ("abdominal area pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem : depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes/hot flush"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only),hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, candida infection, depression, anxiety, vaginal discharge, hot flush, migraine, headache, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, candida infection, cystitis, depression, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 5 coils visible on right and 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2018: pfs received. Concomitant medication and condition added. Events : heavy bleeding, hormonal changes describe: hot flashes, migraines, headaches, bladder infection, urinary tract infection, vaginal infection, non menopausal female were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included feeling sick and diarrhea. Concurrent conditions included vaginal itching, menses irregular, dysfunctional uterine bleeding, colitis, irritable bowel syndrome, vomited, chills and night sweats. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), candida infection ("candida infection"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal area pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, candida infection, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, candida infection, depression, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 5 coils visible on right and 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc - product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included feeling sick, diarrhea, insomnia and restless legs syndrome. Previously administered products included for an unreported indication: nortrel from 2006 to (B)(6) 2007. Concurrent conditions included vaginal itching, menses irregular, dysfunctional uterine bleeding, colitis, irritable bowel syndrome, vomited, chills, night sweats, bipolar disorder, adhd, hypothyroidism, asthma, irritable bowel syndrome, meningioma benign, breast cancer, leukemia, mixed hyperlipidemia and post-traumatic stress disorder. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ibuprofen, ketorolac, levothyroxine sodium (levothroid) since (B)(6) 2012, montelukast sodium (singulair), omeprazole, ondansetron hydrochloride (ondansetron hcl) from (B)(6) 2008 to (B)(6) 2010, spironolactone since (B)(6) 2010 and sumatriptan since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), candida infection ("candida infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"), 4 months 23 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes/hot flush\ non menopausal female"). On an unknown date, the patient experienced genital hemorrhage ("heavy bleeding"), depression ("psychological or psychiatric problem : depression"), anxiety ("mental anguish\anxiety") and dermatitis allergic ("allergic reaction"). The patient was treated with surgery (supracervical hysterectomy (uterus only),hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital hemorrhage, vaginal hemorrhage, menorrhagia, vaginal discharge, cystitis, urinary tract infection, vaginal infection and dermatitis allergic had resolved, the candida infection, depression, anxiety, hot flush, migraine and headache outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, candida infection, cystitis, depression, dermatitis allergic, genital hemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: 5 coils visible on right and 3 coils visible on the left. Discrepancy noted removal date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included feeling sick, diarrhea, insomnia and restless legs syndrome. Previously administered products included for an unreported indication: nortrel from 2006 to (B)(6) 2007. Concurrent conditions included vaginal itching, menses irregular, dysfunctional uterine bleeding, colitis, irritable bowel syndrome, vomited, chills, night sweats, bipolar disorder, adhd, hypothyroidism, asthma, irritable bowel syndrome, meningioma benign, breast cancer, leukemia, mixed hyperlipidemia and post-traumatic stress disorder. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ibuprofen, ketorolac, levothyroxine sodium (levothroid) since (B)(6) 2012, montelukast sodium (singulair), omeprazole, ondansetron hydrochloride (ondansetron hcl) from (B)(6) 2008 to (B)(6) 2010, spironolactone since (B)(6) 2010 and sumatriptan since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), candida infection ("candida infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"), 4 months 23 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes/hot flush\ non menopausal female"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), depression ("psychological or psychiatric problem : depression"), anxiety ("mental anguish\anxiety") and dermatitis allergic ("allergic reaction"). The patient was treated with surgery (supracervical hysterectomy (uterus only),hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge, cystitis, urinary tract infection, vaginal infection and dermatitis allergic had resolved, the candida infection, depression, anxiety, hot flush, migraine and headache outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, candida infection, cystitis, depression, dermatitis allergic, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 5 coils visible on right and 3 coils visible on the left. "Discrepancy" noted removal date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: allergic reaction. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), vaginal infection, vaginal discharge, urinary tract infection were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.